Event description:
It was reported that the patient was experiencing inadequate stimulation and pain at the ipg site. The patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were explanted. The patient was doing well postoperatively and the explanted devices were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7070431, UDI: (B)(4), product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7070114, UDI: (B)(4).